Manufacturer narrative:
A ge service representative performed an onsite investigation. A repair quote was issued to the customer. No further repair information is available at this time.

Event description:
The customer reported that the system froze (locked up) and lost x-ray functionality. There is no report of pt injury associated with this event.